Event description:
On 25-jan-2026 the reporter reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels dropping rapidly following a supply change. The user was transported to the hospital by a caregiver where the user was treated with IV therapy, disconnected from the ilet, kept overnight, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
Review of device engineering logs and available data confirmed hypoglycemia on the reported event date. The hypoglycemia began approximately 30 minutes after a supply change during which tubing fill was performed with a large prime volume. Based on the data review, it is suspected the user was connected to the infusion set during the tubing fill, resulting in unintentional delivery of insulin and subsequent hypoglycemia. Device alerts were generated appropriately, and the ilet adjusted insulin delivery in response to cgm glucose values. At this time, the event is assessed as user interaction during the supply change, and no device malfunction has been identified.